Manufacturer narrative:
The medical device problem codes were updated. The field service engineer (fse) did not find a cause for the issue. Instrument performance testing was acceptable. Calibration was last performed on (B)(6) 2023 and was acceptable. The customer stated qc was acceptable. The alarm trace data was reviewed and various alarms were noted: "preclean short", "water reservoir level too low", and "incubation bath water level sensor." Based on the data provided, the cause of the event could not be determined. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem.

Manufacturer narrative:
The t3 reagent lot number was 70412901 with an expiration date of 31-jul-2024.

Event description:
The initial reporter questioned the results for multiple patient samples tested for elecsys t3 (t3) on a cobas e 801 module. Discrepant results were provided for 2 patient samples. Patient 1 initial result was greater than 650 mmol/l. The repeat result from a different e801 module was 94.2 mmol/l. Patient 2 initial result was greater than 650 mmol/l. The repeat result from a different e801 module was 76.3 mmol/l. The repeat results were believed to be correct.